Event description:
The event was reported as: there is a discoloration on the catheters and the primary packaging is porous. The packaging is hard and is brittle. No patient injury reported.

Manufacturer narrative:
The sample has been requested for investigation, but has not been received yet. The investigation is not complete at the time of this report. A follow up investigation report wil be sent when completed.